Manufacturer narrative:
This complaint was not escalated to root cause analysis. This complaint was not escalated to root cause analysis.

Event description:
A screw implanted to address a medial malleolus fracture was identified as broken 2 days post implantation. Patient non-compliance was noted.

Event description:
A screw implanted to address a medial malleolus fracture was identified as backed out of bone 2 days post implantation. Patient non-compliance was noted.